Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent migration and inadequate apposition occurred. The target lesion was located in the mid left anterior descending (lad) artery. After a 6f 275 non-bsc guide catheter and a 300 in length non-bsc guide wire were advanced to the lesion, a 2.25 x 38 synergy ii drug-eluting stent was advanced to treat the lesion and deployed. Upon removal of the delivery system the delivery balloon became caught in the proximal portion of the lesion. After removal, the stent was unable to be visualized in the mid lad and was found in the proximal lad. It is believed that the stent was not fully deployed and then became stuck in the proximal portion of the lesion during removal of the delivery system. The stent was eventually deployed in the plad. The procedure was completed by stenting over the ostium of the lesion with another synergy stent. No patient complications were reported and the patient was in recovery and being monitored following the procedure.